Event description:
It was reported that the atrial lead had high thresholds. The atrial lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption #(B)(4) for a 2 year retrospective review of reported events involving atrial leads; date range february 26, 2008 and february 25, 2010. This medwatch report represents 11 events (event type code serious injury) the information submitted reflects all relevant data received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.